Manufacturer narrative:
Additional narrative: the date of onset for patient pain and non-union is unknown. (B)(4). Per facility, the complainant parts were discarded and are not available for manufacturer evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2015 due to pain and a confirmed non-union. During the revision, a plate and ten (10) screws were removed fully intact. The patient was then revised with a retrograde nail. The procedure was completed successfully with no reported delay. This report is 7 of 11 for (B)(4).